Event description:
While onsite to service the ventilator, the manufacturer's service representative noted the ventilator had been physically damaged. During testing, the service technician reported the remote alarm connector on the main pcb board had been broken off the pcb board. During ventilator use, failure of the nurse call alarm due to physical damage may result in no signal to the remote alarm station when the ventilator alarms during use. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The service technician replaced the main pcb board to correct the problem. Performance verification testing was completed and passed to specifications.